Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in a severely tortuous segment of the proximal lcx. The lesion was pre-dilated with different balloons including a cutting balloon using an unknown guiding extension catheter. The first orsiro mission 2.25/13 (complaint device) was introduced into the patients body but could not pass the target lesion. The complaint device was pulled back to insert a second guide wire and a second attempt was made to cross the target lesion, but the physician stated that the vessel was too meandering and did not move forward. The complaint device was withdrawn, and the target lesion was further treated with a dcb. After the dcb treatment, ivus was performed, and a dissection was noticed. A second orsiro mission 2.25/18 (reported separately) was inserted. Again, the target lesion could not be crossed with the second orsiro mission and the stent got deformed. The guiding catheter system was changed to a 7 f system and the intervention was finalized using another manufacturers stent.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause for the reported event is related to the patients anatomy (i.e., tortuous, and calcified target lesion).